Manufacturer narrative:
The date of the event onset was reported as an unknown date and month between 2015 and 2016. The initial reporter¿s city was reported as (B)(6). (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was not reported. On an unknown date, the patient was hospitalized for peritonitis. The patient was treated with unspecified antibiotics for two weeks (approximately) (drug names, doses, routes, and frequencies not reported) for peritonitis. Dianeal therapy remained ongoing. On an unknown date, the antibiotics were completed. Approximately two weeks after antibiotic therapy, the patient was deemed recovered. No additional information is available.